Event description:
It was reported that the patient had syncope and presented to the emergency room. The device could not be interrogated and a magnet response could not be solicited. The device was thought to be at end of life. It was also noted that the patient had not been seen for follow up since the device was implanted. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.